Event description:
Pt was having respiratory difficulties in spite of having an endotracheal tube with a ballard in-line suction catheter and mechanical ventilation. The pt arrested and ultimately died. At autopsy a mucous plug 1 cm in width was discovered to be blocking the entire lumen of the ett. The coroner has the endotracheal tube. This report was prompted due to the smaller than usual caliber size & lack as compared to traditional suction catheter systems.